Manufacturer narrative:
Failure analysis noted that the pump alarmed failed battery test alarm after battery was inserted due to corroded battery tube. Analysis was unable to verify for rewind anomaly due to failed battery test alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery cap threads.

Event description:
The customer reported via phone call rewind anomaly. Blood glucose at the time of incident was 183 mg/dl. The customer states she is unable to rewind the pump and has had multiple failed battery alarms. The customer was advised to clear the alarm, replace the battery and check to see if the alarm returns. The customer was unable to remove the battery cap, because it was stripped. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.